Event description:
Caller reported a minimum fill notification, which indicated a potential issue with loading the insulin cartridge. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge and cleaning the pump area did not resolve the issue, and the customer did not have room temperature insulin available. After obtaining a new cartridge and following up with technical support, the caller successfully loaded the new cartridge onto the pump, allowing them to resume insulin use.